Manufacturer narrative:
The device with the lens was returned in the opened carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has under-rode the lens. The lens was advanced near the fill line and the optic was misfolded up due to the plunger underride. The trailing haptic was misfolded under the misfolded optic along the left side of the plunger. The leading haptic was extended toward the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. A plunger underride was observed. The clear lens was located on the plunger in the nozzle entry area. A qualified viscoelastic was indicated. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that, during an intraocular lens (iol) implant procedure, the blue injector was stiff and lens would not advance. The procedure was competed by using new iol. There was no patient harm reported. Additional information has been requested.